Manufacturer narrative:
It was stated by the customer that the product had been discarded thus product was not returned for investigation. The device history record was reviewed and the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: carto 3: serial #(b)4); stockert: serial #(B)(4); coolflow pump: serial # (B)(4); soundstar 3d diagnostic ultrasound catheter: lot # s1095109-disposed. (B)(4).

Event description:
It was reported that during an afib ablation procedure, when ablating above the right superior pulmonary vein, the patient's blood pressured dropped and ice confirmed a pericardial effusion. The physician observed an odd tenting/pouch on computed tomography (CT) scan in area of perforation. A pericardiocentesis was performed and the patient was sent to observation. The physician¿s opinion regarding the causality of adverse event was procedure-related.

Manufacturer narrative:
Refer to evaluation summary: (B)(4). It was reported that when ablating above the right superior pulmonary vein, the patient's blood pressured dropped and ice confirmed a pericardial effusion. A pericardiocentesis was performed and the patient was sent to observation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for irrigation test and the catheter passed, no occlusion was observed. In addition, a deflection test was performed and the catheter passed. Furthermore, the device was evaluated for electrical resistance and the thermocouple test failed. Further examination suggested that the thermocouple wires were broken inside the shaft. Finally, the catheter was tested per the reported event on eeprom, carto 3 and calibration test and the catheter failed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor cable. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed electrical and calibration tests, but the root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.